Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a broken belt clip slot. (B)(4).

Event description:
It was reported via phone call that there's a crack on the customer's pump, and that since her belt clip had broken she's been dropping the pump on a more frequent basis. The patient's blood glucose at the time of incident was over 200 mg/dl, but at some point earlier in the day it escalated to 460 mg/dl. No symptoms of high blood glucose were spoken of, and she treated the high level with the insulin pump. Troubleshooting was initiated for the physical damage to the pump. The customer stated that she usually drops the pump while using the restroom since there is no belt clip anymore, and that the crack in the pump is around the upper right of the display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.